Event description:
It was reported that a needle eclipse 18x1-1/2 rb had foreign matter before use. The following was reported by the initial reporter: "it was reported a black foreign substance was found on the safety shield while inside the packaging. Packaging intact, however the port to insert a leur lock syringe clearly contaminated with a black substance on several of lot#0174269 manufac on 07/01/2020. Nurse obtained a syringe and needle from the supply closet, when she opened the needle packaging she observed the port appeared to be dirty. Upon closer inspection she observed black substance on the pink portion of the eclipse device. She then looked at several others with the same lot number and found numerous with packaging still intact and black substance inside packaging. She alerted other licensed staff and manager."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-07 . H6: investigation summary one photo, six representative samples, and one sample in open packaging was received for evaluation. From the photo, black foreign matter on the luer surface of the eclipse hub. All six samples were subjected to visual inspection to check for foreign matter. On two samples, loose black powder-like foreign matter in the inner hub, on the collar, and on the top web was observed. On one sample, loose black powder-like foreign matter was observed in the inner hub, on the collar, on the surface, and on the topweb paper. One the other three samples, loose black powder-like foreign matter was observed on the inner hub, on the hub collar, and on the hub surface. The foreign matter was sent for ftir testing to determine the foreign matter type. While there was no good match in the library, the best match was a mixture of fatty acid ester and silicone-based compounds. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The molding process was reviewed, the eclipse hub is molded via the molding process and ejected from the molding machine into the good part bin. There is no black powdery silicone-based material used on the molding inserts and in the molding machine. There is also no black powdery silicone-based material used on the assembly machine. The silicone used to lubricate the cannula at the assembly station is clear and liquid based. The possible root cause could be that the production technician could have placed an empty rack before the lubrication station and when the empty rack flowed to the lubrication station, lubrication dripped to the rack pin. The rack eventually continued to the next processes and could have contacted black dirt near the machine vicinity. When the empty rack reached the hub loading station, the eclipse hub was then loaded to the rack pin. The silicone with dirt foreign matter eventually transferred to the eclipse hub. The packaging process was also reviewed and there are no contact points with the inner surface of the eclipse hub and no black powdery silicone-based material used in the machine.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a needle eclipse 18x1-1/2 rb had foreign matter before use. The following was reported by the initial reporter: "it was reported a black foreign substance was found on the safety shield while inside the packaging. Packaging intact, however the port to insert a leur lock syringe clearly contaminated with a black substance on several of lot#0174269 manufac on (B)(6) 2020. Nurse obtained a syringe and needle from the supply closet, when she opened the needle packaging she observed the port appeared to be dirty. Upon closer inspection she observed black substance on the pink portion of the eclipse device. She then looked at several others with the same lot number and found numerous with packaging still intact and black substance inside packaging. She alerted other licensed staff and manager."